Manufacturer narrative:
Upon receipt in our post marke quality assurance laboratory, visual observations indicated this device passed labeled longevity calculation. Microscopic visual inspection noted electrocautery marks in the device casing. The lv+ seal plug was missing, and its setscrew was stuck in the up position. It took excessive force to retract this setscrew. All other setscrews moved freely. The device was put through and passed a series of automated diagnostic testing. Analysis confirmed the initial allegation of stuck setscrew. The cause of the stuck setscrew was consistent with induced damage.

Event description:
Boston scientific received information that the physician experienced difficulty removing the associated left ventricular (lv) lead from the header of this cardiac resynchronization therapy defibrillator (crt-d). The associated right atrial (ra) and right ventricular (rv) leads were removed without any problems. It was noted that the torque wrench that was used to try and loosen the setscrew was not the recommended model for this device. Boston scientific technical services (bsc ts) was contacted to discuss troubleshooting. In the meantime, however, the physician resolved the issue by cutting the lv lead off from the device header. The device was successfully replaced, and the associated lv lead remained in service after the connector pin was repaired. There were no adverse patient effects reported.